Event description:
A surgeon reported that during a procedure they were unable to "output" ultrasound. The problem was resolved after re-booting and re-tuning the system. The surgery was completed using aspiration only with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional. (B)(4).